Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that while taking radiographic images, the x-ray did not emit sometimes. The system was rebooted to resolve the issue. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Medtronic received information about more troubleshooting. The representative reported that the atp console was attempted to be replaced but the new parts were found to have initial failure. There is an alert which was continued to sound when replacing the console but no alert sound was heard this time. Generator power up was indicated and there was no change. Additionally, usually an error was supposed to be indicated but there was no error indicated. The original substrate was set again.

Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that after replacement of the atp console, the system regained functionality. Systems checkout was performed and system was functioning as intended.

Manufacturer narrative:
The atp console etos was returned to the manufacturer for analysis. Analysis found that when the atp was installed in an imaging system no 2d or 3d images were acquired. Soft beep at acquisition initiation but no image . Analysis found that the reported event was related to a electrical issue. The atp console pcba was returned to the manufacturer for analysis. Analysis found that when pcba was installed in an imaging system, the generator was ready at start up. Both 2d and 3d imaging were successful. No fault found.